Event description:
It was reported that the patients ipg was no longer taking a charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively and the explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022.